Event description:
It was reported that upon interrogation, the pulse generator exhibited inappropriate telemetry measured data. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found a hybrid wirebond anomaly which contributed to the reported inappropriate telemetry measured data anomaly.

Event description:
Additional information reported stated that the device was explanted on (B)(6) 2015.